Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ severe pain /pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy and salpingectomy partial. No known drug allergies. Previously administered products included for prevention of pregnancy: birth control pills in 2008. Concurrent conditions included vaginitis and vulvovaginitis. Concomitant products included omeprazole (prilosec) since 2008. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced anxiety ("worsening of her anxiety / anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced mood swings ("mood swings") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal changes") and arthralgia ("hip pain"). The patient was treated with surgery (she unilateral salpingectomy, during which her remaining fallopian tube was removed). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved, the back pain, abdominal pain lower, menorrhagia and anxiety was resolving and the vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache, hormone level abnormal, arthralgia and mood swings outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirming full occlusion of fallopian tube on (B)(6) 2012, hysterosalpingogram, impression: hysterosalpingogram confirming tubal occlusion from essure wire in the left adnexa. No essure wires in the right adnexa. Per history, patient had her right fallopian tube removed. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received. New events added- mood swings and depression. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ severe pain /pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy. Previously administered products included for prevention of pregnancy: birth control pills in 2008. Concomitant products included omeprazole (prilosec) since 2008. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced anxiety ("worsening of her anxiety / anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal changes") and arthralgia ("hip pain"). The patient was treated with surgery (she unilateral salpingectomy, during which her remaining fallopian tube was removed). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved, the back pain, abdominal pain lower, menorrhagia and anxiety was resolving and the vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache, hormone level abnormal and arthralgia outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: left tube occluded; in (B)(6) 2012: confirming full occlusion of fallopian tube most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received, reporter added, patient historical condition and historical drug added, concomitant drug added, event added as follows:-vaginal bleeding, dysmenorrhea, dyspareunia, migraines, headaches, hormone level abnormal, arthralgia. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ severe pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), menorrhagia ("heavy bleeding during menstruation") and anxiety ("worsening of her anxiety"). The patient was treated with surgery (on (B)(6) 2012, she unilateral salpingectomy, during which her remaining fallopian tube was removed). At the time of the report, the pelvic pain, back pain, abdominal pain lower, menorrhagia and anxiety was resolving. The reporter considered abdominal pain lower, anxiety, back pain, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirming full occlusion of fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.